Event description:
The customer reported via phone call that the insulin pump shut off with new batteries inserted. Most recent blood glucose level at the time of the call was 422 mg/dl, which the customer treated with a manual injection. Troubleshooting was started, but the call was disconnected before it could be completed. The customer will not return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.